Event description:
It was reported to boston scientific corporation on september 5, 2022 that a wallflex biliary rx partially covered stent was implanted to treat bile duct cancer during a procedure performed on (B)(6) 2022. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, resistance was felt and the physician had difficulty advancing the wallflex delivery system through the lesion. The wallflex biliary stent was able to be deployed; however, after complete deployment, it was noted that the proximal wire of the wallflex biliary stent was deformed. The wallflex biliary stent remained implanted and the procedure was completed with this device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device implanted inside the patient was provided by the complainant and showed the proximal wire of the wallflex biliary stent was deformed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of stent stretched. Block h10: a wallflex biliary delivery system was received for analysis; the stent was not returned. Visual inspection found the inner shaft was kinking out of the guidewire access sleeve (gas) section. The outer sheath was stretched out in the gas section, and the gas ramp was lifted. The outer diameter of the delivery system was measured and found to be within specification. Media analysis was performed on the photo provided by the complainant, and it was observed that the stent was deformed. No other issues were noted to the delivery system. The reported event of delivery system difficult to cross lesion could not be confirmed as this occurred during the procedure. Also, the dimensions of the delivery system was found within specification. Furthermore, media analysis confirmed the reported event of stent material deformation. It is most likely that procedural factors such as lesion characteristic (tight stricture) could have caused the resistance felt when advancing through the lesion which then led to the observed damages on the delivery system and the reported event of stent material deformation. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to patient condition. Block h11: block e1: initial reporter city has been corrected.

Event description:
It was reported to boston scientific corporation on september 5, 2022, that a wallflex biliary rx partially covered stent was implanted to treat bile duct cancer during a procedure performed on (B)(6) 2022. The patient's anatomy was tight and was not dilated prior to stent placement. During the procedure, resistance was felt, and the physician had difficulty advancing the wallflex delivery system through the lesion. The wallflex biliary stent was able to be deployed; however, after complete deployment, it was noted that the proximal wire of the wallflex biliary stent was deformed. The wallflex biliary stent remained implanted, and the procedure was completed with this device. There were no patient complications reported as a result of this event. Note: a photo of the complaint device implanted inside the patient was provided by the complainant and showed the proximal wire of the wallflex biliary stent was deformed.